Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of vomiting, diarrhea and peritonitis with culture positive for (B)(6) in a male patient ((B)(6)), coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient began dianeal pd2 ultrabag therapy (dose, frequency not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the healthcare professional stated that the patient experienced vomiting, diarrhea and peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized on the same date. The cause of the peritonitis was a poor environment. The patient was treated with cefa plus fortum (tienam plus cipro), routes, doses and frequencies not reported. On (B)(6) 2012, the patient was discharged from the hospital. The outcome for the events of vomiting, diarrhea and peritonitis were not reported. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of vomiting, diarrhea and peritonitis.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because a break in aseptic technique was reported described as poor therapy environment. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient retraining on proper aseptic technique has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.